Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the pump running light emitting diodes (led) being dim was confirmed during evaluation of the returned heartmate 3 system controller. The reported events of quiet alarms and power cable disconnect alarms were not confirmed during evaluation of the returned controller. The returned controller, serial number (B)(6), passed functional testing and successfully operated in a mock circulatory loop for an extended period without any atypical alarms. During testing, the pump running leds were observed to be dim. The controller audio transducer outputs were measured using a decibel meter to be within specifications. The controller alarmed visually and audibly as intended throughout testing. The system controller was disassembled to inspect the internal components, and no issues were observed. The downloaded log files were reviewed and captured the driveline being disconnected on 30oct2025 along with both power cables shortly after. This is consistent with the controller exchange. The pump operated as intended while the driveline was connected and there were no other notable events captured in the log file. The provided information indicated the cause of the quiet alarms was not identified. A corrective and preventative action (CAPA) was implemented to address the issue of dim pump running leds. The returned controller was manufactured prior to the implementation of the CAPA, which replaced the type of led on the user interface printed circuit board. A root cause for the quiet alarms and power cable disconnect alarms was not conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and heartmate 3 patient handbook, are currently available. Section 2 of the IFU, entitled ¿how your heart pump works¿, explains the system controller user interface symbols and alarms, including the pump running symbol. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to clean the system controller. This section also instructs the user to regularly inspect the controller¿s audio speakers for dirt or grease. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller had a dim green light and quiet connect power alarms. The cause of the alarms volume being lower was not identified. The system controller was replaced in clinic. Log files were not available.